Event description:
A vaxcel plus dialysis catheter was being placed for therapeutic purposes on an unk date (in 2005). During catheter insertion, the peel-away sheath started to peel on the perforation at first, but then part of the sheath broke off. The physician needed to grab the remainging sheath with hemostats in order to finish placement.